Manufacturer narrative:
(B) (4). (B) (4). Information asked for but unknown or not provided during initial contact. The analysis showed that the device (a) was returned with the distal tip of the blade broken off and not returned with the device. The remaining blade portion was scratched. The device was activated with the generator and an solid tone was emitted. Possible causes of blade damage including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in blade lockout later in the procedure, and continued usage can result in a broken blade. The device (b) was returned with the tissue pad melted and partially detached with the blade gouged at the tip. The tissue pad was not found completely detached from the clamp arm assembly. Possible causes of blade damage are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in blade lockout later in the procedure. Possible causes of the tissue pad damage is applying pressure between the instrument blade and tissue pad without having tissue between them. And activating the blade without tissue between the blade and tissue pad to avoid damage to the tissue pad. Both conditions can result in possible damage to the instrument. Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process. The batch history records were reviewed with no anomalies noted during the manufacturing process. Device b batch # e9fu9u, mfg date 12-1-08, exp date 11-1-13.

Event description:
It was reported that during an unknown procedure, the titanium tip of the scalpel was broken. The second one had the procedure. Then the surgeon changed the 3rd one to complete the procedure. There were no adverse consequences for the patient.